Manufacturer narrative:
The investigation is complete.

Event description:
It was reported that the cot tipped while in use. It was further reported that a patient sustained a laceration as a result. Attempts were made to gather treatment details, but the user facility was unable to provide further information.

Event description:
It was reported that the cot tipped while in use. It was further reported that a patient sustained a laceration as a result, however, treatment information has not yet been made available.